Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at hat time.

Event description:
Boston scientific received information that this left ventricular (lv) lead had a physical damage on the insulation. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as updates from (B)(4) and product analysis were received. Boston scientific received information that this left ventricular (lv) lead had a physical damage on the insulation. The lead was explanted. No additional adverse patient effects were reported.